Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: surgeon experience with device? 5 plus years. Are surgical procedure or device/videos available? No. Surgeon declined meeting with ethicon medical and engineering. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported during a colorectal procedure, the 2nd firing of an echelon contour stapler misfired. It laid staples correctly but did not transect the tissue. Surgeon transacted tissue with no issue. There is no information on how the staple line looked after firing. No other information was provided. Patient was not harmed.